Event description:
It was reported that"21 feb 2024, traditional chinese and western medicine performed a right femoral vein cvc puncture on the patient under local anesthesia. The puncture held a blue needle in the right hand and inserted it subcutaneously, drawing back blood while entering the vein. When the puncture needle withdrew, a large amount of air appeared, making it impossible to determine whether there was blood return. The puncture immediately removed the puncture needle, opened a new central venous catheter package, and replaced the puncture needle before inserting the catheter smoothly." The patient was reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that" on (B)(6) 2024, traditional chinese and western medicine performed a right femoral vein cvc puncture on the patient under local anesthesia. The puncturer held a blue needle in the right hand and inserted it subcutaneously, drawing back blood while entering the vein. When the puncture needle withdrew, a large amount of air appeared, making it impossible to determine whether there was blood return. The puncturer immediately removed the puncture needle, opened a new central venous catheter package, and replaced the puncture needle before inserting the catheter smoothly." The patient was reported as fine.